Manufacturer narrative:
Conclusion: based on the available information from the field, a damage to the reference electrode seems likely. However, to determine an exact root cause, device investigation at the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet. This is a final report.

Event description:
The user experienced sudden hearing loss with the right cochlea implant on (B)(6) 2026. The user has been reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced sudden hearing loss with the right ci on (B)(6) 2026. The user reportedly had no recent incidents, trauma, or colds. After one month of observation, no improvement in hearing performance was observed. Therefore, re-implantation was considered and successfully performed on (B)(6) 2026.